Manufacturer narrative:
(B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from USA: "multiple power cord failures, 5 cradles are busted at the site where it turns to attach to IV pole (teeth are stripped so it just spins); have a busted splitter in the cradle. At any time they have about 5 pumps out of service resulting in delays of therapy because they have to wait on other pumps that work type of drug:unknown. Patient involvement: no. Human harm: no." Three different complaints received regarding this issue, all three providing the same information mentioned above. The other two complaints don't provide additional or different information.